Manufacturer narrative:
Section b5: patient infection reported under MFR #2916596-2021-04016. Manufacturer's investigation conclusion: a direct relationship between the device and the reported acute kidney injury could not be conclusively determined through this evaluation. The account reported that the patient was admitted due to an acute kidney injury and concern for right ventricular failure. The patient was reportedly on inotropes against the recommendation of the cardiologist. An echocardiogram was performed which revealed near normal right ventricular function. The patient had a kidney biopsy performed which revealed crescentic glomerulonephritis. The patient¿s creatinine reportedly began to improve, and they were discharged to a nursing home with plans for close follow up. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 22jan2020. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with acute kidney injury and there was concern with right ventricular failure. The vad coordinator wanted to know if there was anything suggestive of pump thrombosis that would contribute to the picture. The patient has done well on the device itself. A log file review was requested. The controller event file does not contain any data suspect of pump thrombus. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. A missing controller periodic log was submitted. The controller periodic file also does not contain any data suspect of pump thrombus. Additional information was received that reported it was unknown if the right heart failure existed pre-vad because the patient was in cardiogenic shock. The patient has a history of right heart failure and acute kidney injury post vad. The patient had normal kidney function two weeks prior to admission and increased creatinine. She was being treated for bacteremia and intravenous antibiotics for her driveline exit site infection. The site was not treating the patient's right heart failure during this hospital stay. Her echocardiogram demonstrated near normal right ventricular function. The surgeon wanted to use an inotrope. The patient was only admitted for worsening acute kidney injury as there were no other causes. Initially treated as interstitial nephritis, however when the kidney biopsy came back confirming crescentic glomerulonephritis, the treatment was stopped. The patient was discharged to a nursing home with improving creatinine and close follow up.